Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) model #: 1650de/ expiration date: 2018-11-30. UDI #: (B)(4). Return date: 2018-06-06. Device evaluation anticipated, but not yet begun. Mfg date: 2017-11-20. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650de/ expiration date: 2018-11-30. UDI #: (B)(4). Return date: 2018-06-06. Device evaluation anticipated, but not yet begun. Mfg date: 2017-11-21. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650de/ expiration date: 2018-11-30. UDI #: (B)(4). Return date: 2018-06-06. Device evaluation anticipated, but not yet begun. Mfg date: 2017-11-20. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650de/ expiration date: 2018-11-30. UDI #: (B)(4). Return date: 2018-06-06. Device evaluation anticipated, but not yet begun. Mfg date: 2017-11-21. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650de/ expiration date: 2018-11-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-11-21. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching between power sources and displayed critical battery and no power alarms. The controller and four batteries were exchanged while one battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. The controller and battery (B)(4) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log files pertaining to (B)(4) were not available for analysis. Log files of the controller in use during the reported event, (B)(4), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone or beep. Additionally, premature power switching events were recorded due to communication errors involving (B)(4). Analysis of alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4). As a result, the reported power switching, beeps and critical battery alarm events were confirmed. The most likely root cause of reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeps can be attributed to momentary disconnections. Momentary disconnections were investigated internally. The root cause of reported critical battery alarm event can be attributed to communication errors between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that three of the batteries also had a communication error. Another battery also had a communication error and remains in use.

Manufacturer narrative:
Corrections: b5, d11, h10 product event summary: four batteries ((B)(6) ) were returned for evaluation. The controller and two batteries ((B)(6) ) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log files pertaining to the controller were not available for analysis. Log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error. Further analysis revealed several premature power switching events due to momentary disconnections involving (B)(6) . Momentary disconnections will result in an audible tone or ¿beep¿. Additionally, premature power switching events were recorded due to communication errors involving (B)(6) . Analysis of alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6) . As a result, the reported event was confirmed. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeps can be attributed to momentary disconnections. The root cause of reported critical battery alarm event can be attributed to communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 21-nov-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.